Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included autoimmune disease. The consumer received the following concomitant medication: enbrel (etanercept). On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted at the same time as the novasure treatment was carried out, under general anesthetic with no complications. The consumer had a painful placement. Her complaints started 6 months after procedure. She had pelvis pain, gastro-intestinal complaints, pain in abdomen, pain in groin, pain in buttock, arthralgia, pain radiating to legs, tiredness, mood swings, and arrhythmia. The influence of essure in her daily life included relation and/or family problems. She contacted her physician. Treatment with rheumatologist and physiotherapist was done. Essure removal, along with bilateral salpingectomy was planned. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted at the same time as the novasure treatment was carried out (off label use). Pelvic pain started after 6 months. Essure and fallopian tubes removal was planned. Pelvic pain is listed in the reference safety information for essure. In this case, essure insertion and novasure endometrial ablation were performed at the same time. Since both procedures may cause pain, a causal relationship with essure cannot be excluded. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. This case was regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted at the same time as the novasure treatment was carried out (off label use). Pelvic pain started after 6 months. Essure and fallopian tubes removal was planned. Pelvic pain is listed in the reference safety information for essure. In this case, essure insertion and novasure endometrial ablation were performed at the same time. Since both procedures may cause pain, a causal relationship with essure cannot be excluded. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.